Manufacturer narrative:
Based on the current information provided, the cause of the reported myocardial infarction and subsequent complications is reported to be related to patient conditions/medical history; however, specifics regarding the exact nature of the complications and how they could have been associated with the procedure remains unclear. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the system logs for the event date of (B)(6) 2020 has been performed by an intuitive surgical, inc. (Isi) advance failure analysis (afa) personnel and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This event is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced a myocardial infarction. The patient was assessed and 40% coronary artery stenosis was identified in addition to ruptured plaque. The patient was treated with aspirin and cardiac catheterization was performed. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a myocardial infarction. The procedure was paused until the patient¿s st returned to normal and the procedure was completed as planned. After the procedure, the patient was given aspirin and a cardiac catheterization was performed. The hospital discovered a 40% coronary artery stenosis with a ruptured plaque. The patient is doing well and did not need a stent put in.